Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up with complaints of brief lightheaded spells occurring every couple days for the last few weeks. Upon interrogation, high ventricular rate episodes that appeared to be lead noise on the right ventricular lead resulting in momentary inhibition of right ventricular pacing was noted. The patient is pacemaker dependent and has a history of atrioventricular (av) node ablation. Noise was not reproduced with isometrics but lead noise and inhibition of right ventricular pacing was noted for a short duration during pocket manipulation along with symptoms of lightheadedness. The right ventricular lead was reprogrammed from bipolar to unipolar sensing configuration which reduced the occurrence of noise during subsequent pocket manipulation. Further programming changes were made, and no further noise was observed. The patient was stable and will continue to be monitored.